Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen between 1 and 4 hours when the french prestataire reported "communication problem pod with pdm/controller / adhesive / hyperglycemia." The incident occurred on (B)(6) 2025 in which the patient's blood glucose levels before seeking medical care were 300 and 325 mg/dl. The patient was diagnosed with hyperglycemia with ketosis. Insulin was administered as treatment, and the patient was discharged on the same day. No information was provided regarding symptom details or whether the pod was worn during the medical treatment. Neither the patient nor french prestataire was unable or unwilling to provide key follow-up details. A supplemental report will be given if new information becomes available.